Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in (B)(6) but the evaluation has not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt266 infant dual-heated evaqua2 breathing circuit generated a leak alarm after the fifth day of use. A dent was also found in the inspiratory limb of the circuit. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the complaint rt266 infant dual heated evaqua2 breathing circuit revealed a hole in the evaqua2 limb of the complaint breathing circuit 33cm from the patient end connector. Further damage was found in the inspiratory extension next to the circuit end connector. Conclusion: we are unable to determine the root cause of the reported event. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The healthcare facility reported that the damage was observed during use, which suggests that the complaint breathing circuit became damaged after it was released for distribution. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt266 infant dual-heated evaqua2 breathing circuit generated a leak alarm after the fifth day of use. A dent was also found in the inspiratory limb of the circuit. There was no reported patient consequence.